Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose was 53 mg/dl. The issue was resolved upon troubleshoot. Customer reported that the insulin pump alarmed battery out limit after battery change. Customer stated the batteries were out of the insulin pump greater than duration allowed by the insulin pump. Advised the customer the battery cap would be replaced. Customer declined to do troubleshooting for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.